Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
A (B)(6) female patient received 30 cc of intravenous optiray 320 (lot and expiration date unknown) on 07/18/2011 for CT abdominal/pelvis to evaluate abdominal pain. The patient experienced extravasation at the site of injection, right arm, with moderate swelling and the exam was stopped. Prior to the injection, saline was injected into the vein and placement was confirmed. The facility offered hot compress as treatment but the patient refused. Per the facility patient was awake, lucid and left on her own accord. The patient was seen later at an urgent care facility. The patient outcome was not known. Medical history included no known allergies, diarrhea. Per the imaging facility, the patient was dehydrated at the time of service on (B)(6) 2011.